Manufacturer narrative:
It is noted by the hospital staff that they are bruising their hands while unlocking the table caster brakes. As a note, the device's labeling defines the user to use their feet.

Event description:
The hana table's locks on the casters are difficult to lock and unlock, and the staff member's hands and fingers are getting bruised when unlocking the wheels.